Event description:
It was reported that the customer had called about pump not working and inquired about a missing delivery of a sensor. Customer reported a blood glucose value of 580 mg/dl this morning when they woke up. Customer self treated using insulin pump bolus wizard and manual injection pens. Customer's current blood glucose value while on the call was 406 mg/dl. The customer was wearing the insulin pump within 48 hours of the event. Auto mode feature was not used at the time of event. During troubleshooting, customer experienced cramping in hands and legs. Customer called emergency medical service dispatch to be taken to hospital. The device is not expected to return. Frn-unk-rsvr, unomed inf set.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The information that provided with the initial report was incorrect. The correct information has been included with this report in b5 section.

Event description:
The customer reported via phone call that they experienced high blood glucose level and had called an ambulance and was waiting on for it to arrive. Customer stated that their hands and legs were cramping and were unable to even pull up their pants. The customer¿s blood glucose level was 406 mg/dl at the time of the incident. The customer¿s current blood glucose level was 580 mg/dl. Customer was treated with insulin pump and manual injection. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Auto mode feature was not used at the time of event. The device will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.